Event description:
It was reported that the system 8800 had a burning smell and would not fluoroscope. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that a fuse, a power supply, and the monoblock x ray tube were defective and were replaced. The system was tested and found to be working as intended and placed back into service.